Event description:
It was reported that during mca (middle cerebral artery ) stenosis case when delivered the balloon (subject device) to dilate. The operator used 10atm to inflate and the balloon (subject device) burst. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, no anomalies were noted. During a functional test an attempt was taken to inflate the balloon and balloon burst was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported balloon burst was confirmed during functional testing. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that delivered a stryker catheter to pass the lesion and then delivered a subject balloon to dilate. The operator used 10atm to inflate and the balloon burst. As per the additional information, the correct amount of inflation media used to inflate the balloon, the device was inflated over nominal pressure or was excessive pressure used. The device was returned for analysis, and it was confirmed that the balloon had been burst. It is probable that the subject balloon was damaged during navigation to the target lesion or during inflation (inflation pressure did not exceed rated burst pressure). An assignable cause of procedural factors will be assigned to the reported and analyzed 'balloon burst/ruptured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during mca (middle cerebral artery ) stenosis case when delivered the balloon (subject device) to dilate. The operator used 10atm to inflate and the balloon (subject device) burst. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.